Manufacturer narrative:
Review of the pump software showed that the pump was performing as intended. During a follow-up call, tandem technical support informed the customer that if a bolus is delivered at the same exact time as a basal rate change, the pump not record the basal rate change; however, basal will continue to be delivered after the bolus has been completed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the customer viewed the pump logbook, the customer observed that basal was delivered on (B)(6) 2016 at midnight as 1 unit per hour. However, upon viewing the basal history on the pump, the first recorded entry on (B)(6) 2016 was at 3:03am with a basal rate of 1.7 units per hour. Review of the pump logbook, showed that the bolus was delivered at 23:59 (11:59 pm), before the basal rate change would occur. The basal delivery was completed at 12:01am and the basal rate change was not logged until the next rate change at 3:00am. Additionally, upon further investigation, it was confirmed that the customer's basal rate was being delivered as it was reflected in the total daily basal. There was no impact to the customer's blood glucose level.